Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer¿s blood glucose level. Customer removed obstruction, gently cleaned speaker holes as instructed, removed and reconnected cartridge, and after waiting was able to resume insulin.